Event description:
The patient experienced a loss of therapeutic effect/baclofen withdrawal. A reservoir volume discrepancy was noted at pump refill. The expected volume was 5.5 mls; the actual volume was approximately 16 mls. The pump was replaced because a pump malfunction was suspected, the patient needed a larger pump/reservoir volume, and the pump was nearing end of life. There was no patient injury. The pump was used to delivery lioresal.

Manufacturer narrative:
The pump has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.